Manufacturer narrative:
Other text: d4 UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. There was a loose screw lodged in the front panel. However, could not confirm air leaking issue. Device passed the demand valve leak test as well as the lock-off leak test. The loose screw was removed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the device has a loose piece and air leaking. The fault occurred during testing. There was no patient involvement and no harm or adverse effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.